Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization, dislodged cannula and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that a patient had been hospitalized with diabetic ketoacidosis (dka.) The patient reported that they activated a pod on wednesday and then on thursday morning they started experiencing high blood glucose (bg) levels. The patient was experiencing nausea and was not feeling well at all. They stated that the pod was coming off due to the adhesive being loose and the cannula came out from the insertion site. Their bg levels went up to 794 mg/dl. The patient was treated with intravenous therapy with insulin. The patient was released the following day.